Event description:
The pump was reported to overinfuse. A 250ml bag of solumedrol was set up as piggyback bag with normal saline already running on the primary line. The clinician programmed the piggyback infusion in the dose calculation mode to infuse over 23 hours; it infused in 15 hours. The clinician later found out the 250ml bag of solumedrol had been infusing by gravity on the pt on the way back from surgery and approx 70ml had infused during this time. When the clinician programmed the piggyback infusion on the pump, the bag only had 180ml left, not 250ml as she had thought. No medical intervention was required and no pt injury resulted.